Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included the arteriotomy locator, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with no visible signs of blood. No damage or issues with the device were identified. Functional testing was performed by injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with the device function. The complaint could not be confirmed for a blood return issue. The exact root cause could not be determined. The likely cause was determined to have been insufficient insertion depth of the assembly into the vessel preventing proper blood flow into the sheath/locator assembly. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was taken out of the pouch, and the locator was inserted into the insertion sheath to make an assembly. The assembly was then inserted into the artery over the guidewire that had already been inserted, but the backflow of blood was not observed drip hole. The device was therefore not used and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.5 mm. There were no other device or equipment used with the reported product.